Manufacturer narrative:
(B)(4). One used device was received for evaluation. Visual inspection found damaged insulation on the gray jaw wire, and pieces of the insulation were missing and not returned with the device. In addition, tissue was found in the jaw hinge, indicating the device had been used. There is nothing known in the manufacturing process that would have caused this type of damage. This type of damage is consistent with that seen when the jaw wires have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument from the trocar. Thus, the investigation identified the root cause of the reported event to be user error. Instruments must be carefully inserted and withdrawn from trocars to avoid possible damage to the devices and/or injury to the patient. A device history review was completed and no entries pertinent to the customer's report were noted.

Event description:
The customer had reported that prior to a procedure, the insulation of the device jaw wire was found to be damaged. The device was not used in the patient. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the insulation on the jaw wire was missing and that the device appeared to have been used in a patient because tissue was found in the hinge. The customer was notified of the findings. The customer stated that the issue was found prior to use, and no insulation fell into the patient cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.